Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system steerable guide catheter, clip delivery system. The mitraclip remains in anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. In this case, there was no reported device malfunction associated with the cds. The reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. A review of the device history record identified no non-conformances that would have contributed to the reported event. Based on the information available, a definitive cause for the reported patient effects and the relationship of the device, if any, cannot be determined. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed for increased post-procedural mitral regurgitation of unknown cause. The relationship to device cannot be excluded. It was reported the mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3. One clip was implanted. A second clip was positioned on the leaflet. Mean pressure gradient increased, therefore, the clip was not implanted and was removed from the anatomy. The procedure was considered complete with the 1 clip implanted. Mr increased from 3 to 3-4; however, it is unknown why this increase occurred. No treatment was performed for increased mr but the patient will be listed for heart transplant. The patient was clinically stable post-procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information received: when the increased mitral regurgitation occurred the implanted clip was attached firmly to both leaflets. Additionally, there was evidence of chordal injury.